Manufacturer narrative:
The sample was received for analysis and the reported issue of leaking valve was confirmed. An inflation/deflation test was performed and air was applied to the cuff, and it was observed the cuff deflated after an hour and a half, the sample was submerged into a container filled with water and it was visually observed the pilot balloon leaked trough the valve. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff spontaneously inflating after having multiple coughing spells. According to the reporter, the device was changed when the self-inflation was discovered; recannulated with a new tube.